Manufacturer narrative:
H3, h6: a detailed investigation of the reported event and system was completed. The investigation was performed based on expert discussions considering complaint description, customer service reports, system history and system log files. According to the provided information, x-rays were not possible during an emergency procedure. As a result, the procedure was continued and finished using an alternative system. No health consequences were reported to this event. The investigation showed a problem with the external power supply of the x-ray generator. After replacing the leakage protection in the hospital's power distribution cabinet, the problem was solved, and x-ray was possible again. The incident described in the event is not classified as a reportable event adverse event after a thorough investigation because no malfunction of the siemens system could be detected. The system did not cause the situation described nor did it contribute to it. The system works as specified.

Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis pheno unit. During an emergency procedure, the user was unable to perform x-ray exposure. The procedure was successfully completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.